Event description:
It was reported that a spectrum pump alarmed upstream occlusion during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. Evaluation found the upstream occlusion test passed and the ultrasonic sensor was within specification. No causality was identified and no correction required. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.